Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (active system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 28 mg/dl (active) and 253 mg/dl (performa). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.